Event description:
It was reported that the device had not worked and it was unsure how long or if the device had been interrogated. It was unknown who implanted the device. It was reported that they do not have the patient programmer. It was noted that MRI compatibility guidelines were requested for a MRI order for a stroke.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3093-28, lot# v005692, implanted: (B)(6) 2006, product type lead. (B)(4).